Event description:
Clear care plus: I use clear care plus every so often to disinfect my daily wear contact lenses. Two incidents: I used an old "disk" lenses container thus contacts were never neutralized thus burning my eyes. I learned to then use "goid" disk container.; I usually use solution overnight. This morning used clear care with the logical thought like other solutions that after a few hours should be neutralized. Didn't have bottle on me when after around three hours in case "atremoted" to put contact in eye. Horrible burning feeling. Immediately removed lens, washed eye and saw ophthalmologist, corneal abrasion from that 1 second! Something is wrong with this solution. Like someone posted should only be enabled to use if connects to proper case and upon case should have huge warning, neutralize for at least 6 hours and use only new disc. Medication administered to or used by the patient: no. Patient counseling provided: unknown. Relevant materials provided: none. (B)(6).